Manufacturer narrative:
Initial reporter name: phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device photo analysis: visual analysis of the photograph(s) was unable to identify any unique and/or unusual observations of the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Physician reported capsular contracture, baker grade iii, on the right side diagnosed by ultrasound. The device has been removed and replaced with a non-allergan device.

Event description:
Physician reported capsular contracture, baker grade iii, on the right side diagnosed by ultrasound. The device has been removed and replaced with a non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations: deformation observed on the device. Crease fold observed on the device.